Event description:
Patient was fit with a donut pessary in 2004. The patient was experiencing discomfort with the pessary in place. The patient returned to the physician february 2005. The physician had difficulty in removing the pessary. A syringe was used to removed fluid that had built up behind the pessary. The physician has scheduled surgery to remove the pessary. Surgery is scheduled for 4/2005.